Event description:
The account¿s engineer stated that the head section will not lower electrically, but lower when using the CPR function. Once the head section is lowered, it will rise by itself unintentionally. He has isolated the issue to the siderails.

Manufacturer narrative:
The account¿s engineer replaced the right caregiver circuit board to repair the bed.